Manufacturer narrative:
Device evaluation: no product returned for analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient accessed cadd solis admin code- 921 from an internet search and was able to increase the rate while also allegedly initiating a clinician bolus during a ketamine infusion. The nurse went in and saw that the rate had been increased from 5ml/hr to 7ml/hr and asked the patient how that happened. Patient responded that it was found the admin code on the internet and therefore was able to override the protocol and increase the rate of infusion. Event occurred at hospital while in use with patient. There was patient involvement, but no patient harm/adverse event reported.